Manufacturer narrative:
Product could not be reviewed because it was not returned. The image provided of the product is not enough to determine root cause. Therefore, the investigation of the reported event is inconclusive, and a definitive root cause is unknown. Because the lot number was provided, a manufacturing review was performed as well as testing of devices from various lots. There were no failures noted based on intended use. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately 9-months post port placement, the port had come apart. It was further reported tht the port was removed from the patient and replaced. There was no reported patient injury.